Manufacturer narrative:
(B)(6). Occupation: perioperative materials manager. PMA/510k #: preamendment. Investigation evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, manufacturing instructions, and quality control data, specifications. The complainant returned one unopened package containing an open -end flexi- tip ureteral catheter for investigation. Returned packaging confirms the lot number. Visual examination confirmed a hair like fiber in the sealed package. Fiber is trapped in the edge of the bottom straight seal. Review of device history record did not observe any nonconformances that may have contributed to this incident. A trackwise search revealed this complaint to be the only one associated with complaint lot number. Based on the evidence presented by the sample, this event has been contributed to a packaging event .because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
It was reported while preparing for an unspecified procedure using an open-end flexi-tip ureteral catheter, the customer found a hair like fiber inside the sealed package. This device was not used. The device did not make patient contact. The patient did not experience any adverse effects or require any additional procedures as a result of this occurrence.